Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via social media that the patient experienced a hyperglycemic event. It was reported by the patient¿s husband that the patient¿s dexcom ¿system failed¿ and she passed away on (B)(6) 2026 from diabetic ketoacidosis (dka). No other patient or event details were provided, including the events leading up to the patient¿s death, how the cgm device was behaving, patient symptoms, or treatment details. The reporter did state the patient had (3) pairing issues the week before her passing. Attempts to reach the reporter for further information were unsuccessful. No product was provided for investigation. Data in dexcom cloud was requested but is pending investigation at this time. A follow up report will be filed with data investigation results. The allegation and the probable cause cannot be determined.